Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro synchron system. The fse inspected the system and determined the failure mode was due to the modular chemistry (mc) sample probe. The fse replaced the mc sample probe to resolve the issue. The fse verified system without further issues. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).

Event description:
Beckman coulter field service engineer (fse) was onsite performing preventative maintenance c (pm) when customer notified of erroneously low ion selective electrode (ise) patient results for sodium (na) on their unicel dxc 600 pro synchron system. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.